Event description:
It was reported a postoperative echo revealed a normally functioning bioprosthesis, no pv leak and a mean gradient of 2.6 mmhg. A f/u echo revealed tricuspid valve endocarditis, possible pannus formation, limited mobility of the tricuspid valve, moderate tricuspid regurgitation (tr), tricuspid stenosis (ts), and an elevated gradient. According to the physician, the pt is stable and has been placed on diuretics and will return for a f/u visit in six months. The pt had previous tricuspid endocarditis.